Event description:
Home monitoring showed an alert due to impedance abnormality. Due to the noise, it was determined that the lead was incompletely fractured. The lead was replaced and a new crtp was implanted.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. Between 18 and 21,5 cm distal to the is-1 connector pin, cuts into the insulation were noted. This damage most likely occurred during cut-down of the fixation sleeve. The analysis of the provided trends and electrograms - recorded between 26-aug-2024 and 26-sep-2024 recorded the pacing impedance initially gradually rising from 1,700 ohms onto 2,000 ohms on 28-aug-2024, before the impedance rose onto > 2,500 ohms on 29-aug-2024 and stayed there till extraction. The iegm episode #3 shows artifacts on the right ventricular channel. The recorded episodes after the pacing impedance exceeded 2,500 ohms (#48, #53, #55, #59) revealed myopotential oversensing. A problem in the lead-device interface could not be excluded. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.